Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the rxveify was not working. A technical support specialist disabled rxverify, after which the user added the item and utilized the override function to obtain the medication. Subsequently, verify was re-enabled. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system rxverify was not working the customer stated that after a medication for a patient was approved by the pharmacy, it was prompting for another request. There were no adverse events or injuries reported based on this event.